Manufacturer narrative:
The visual inspection shows damage on the needle and the clamp and barrel tubes. During functional testing, the clamp-tube and needle lever didn't function as designed, causing the needle to be stuck. Based on our investigation the most plausible root cause for the needle getting stuck could be attributable to the user applying excessive force on the needle, causing the needle tip to get bent. The IFU states "as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Excessive force can result in failure" and "endoscopic suturing requires specialized knowledge of knot tying and suture passing techniques. Knowledge of these and other appropriate techniques are important considerations for successful utilization of this equipment."

Event description:
It was reported that during a shoulder procedure using a speed stitch suturing device, the needle jammed inside of the device when the handle was depressed. This deficiency caused a 45 minute surgical delay and prevented the surgeon from treating a labral tear he initially planned to attempt. The procedure was ultimately completed using a competitive device. There were no pt complications reported as a result of this event.